Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the health care professional (hcp) had called the rep today to report that this patient had an infection and would need to be explanted. The rep continued by saying that an explant was planned but not yet scheduled. The rep also indicated they did not know of any environmental/external/patient factors nor the actions/interventions taken to resolve the issue but noted they would ask and follow up with more information.